Event description:
It was reported that the surgeon inserted a competitor's lens with the aq cartridge and the lens was torn by the cartridge during insertion. There was no patient injury reported.

Manufacturer narrative:
Evaluation: method - (other): lot order search. Results - (other): a lot order search was performed on the cartridge and injector. There were two similar complaints found for the cartridge and twelve similar complaints found for the injector.